Event description:
On (B)(6) 2012, the lay user/patient's caregiver contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter displays an error 5 message. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began two months prior to contacting lfs. The patient manages her diabetes with unspecified doses of metformin, glyburide, and lantus. According to the csr's documentation, the patient reportedly did not take any action in response to the alleged meter issue and subsequently at an unknown date/time later, the patient developed symptoms of "headache, urination, and excessive thirst." The reporter, however, denied the patient received any form of medical intervention/ treatment after the alleged meter issue occurred. During troubleshooting, the csr verified that the patient was not using the subject meter for the first time and noted the reporter did not have all of the patient's testing supplies available. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (Serial #) information was not provided. Test strip lot #: not provided. The 510(k) # is k061118.